Event description:
It was reported that the customer's pump suspended insulin delivery and per the pump history, an auto off alarm occurred. The customer missed hearing the alarm; there was no device issue. The customer's blood glucose level was 300 mg/dl. The customer cleared the alarm and resumed insulin delivery. Reportedly, the customer's last interaction with the pump was the night before.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.